Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, an analysis of the log file provided by the account confirmed elevations in pump power and flow; however, a specific cause for this finding could not be conclusively determined through this evaluation. It was reported that the patient was admitted for elevated flow and power. The patient underwent a computed tomography angiography (cta), which was benign. An echocardiogram (echo) demonstrated a low left ventricle ejection fraction (lvef) percentage, a mildly dilated right ventricular cavity, reduced systolic function, a moderately dilated right atrium, moderate aortic insufficiency (ai), severe tricuspid regurgitation (tr) and moderate pulmonary insufficiency (pi). It was also noted that the patient¿s pulmonary artery systolic pressure (pasp) was high and the interventricular septum was at a midline position. The submitted log file contained data from 19oct2020 through 23oct2020. Transient power and flow elevations were observed on 19oct2020, 20oct2020 and 21oct2020. The majority of the observed power and flow elevations were captured during pulsatility index (pi) events. The pump appeared to function as intended, operating above the low speed limit for the duration of the file. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 11nov2015. The heartmate ii lvas instructions for use (IFU) contains information regarding pump speed, power, flow, and pulsatility index (pi). This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU also explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Lastly, this document states that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted due to elevated pump powers and flows. It was noted that the patient had no heart failure symptoms. A cta (computerized tomography angiography) scan was performed which was benign. The echo demonstrated a left ventricle efficiency of 16%, right ventricle mildly dilated, systolic function moderately reduced. The plan was to send the patient home with the log files okayed.